Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump won't stay on the main screen. Customer also states that there is a button error and a broken belt clip. The blood glucose reading is 125 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error due to moisture damage on the keypad traces. The device was received without the original belt clip, minor scratched display window, broken battery tube threads, and cracked reservoir tube lip.